Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is that medical center. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the sensation plus 50 cc intra-aortic balloon (iab) had a fibre optic sensor failure. There was no patient harm or injury reported.

Event description:
It was reported that during use the sensation plus 50 cc intra-aortic balloon (iab) had a fibre optic sensor failure. There was no patient harm or injury reported.

Manufacturer narrative:
Update fields: b4, d8, g3, g6, h2, h6 ( type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: b5, d9 (return to manufacture date), h3. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter, between the catheter and the sheath. The returned sheath was over the catheter. Two kink was observed on the catheter tubing approximately 76.4cm and 35.6m from iab tip. The optical fiber was found to be broken within a kink approximately 7.8cm from the iab tip. The three-way stopcock was also returned. The inner lumen was found to be occluded. The occlusion was able to be cleared. The reported failure was confirmed by the evaluation. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Reference ID: (B)(4).